Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 171 events were reported for this quarter. Product return status: 22 devices were received. 149 devices were evaluated in the field. Event confirmation status: 171 reported events were confirmed. Evaluation results: 171 devices were found to be affected by missing paint chips. Additional information: 171 devices were not labeled for single-use. 171 devices were not reprocessed or reused.

Event description:
This report summarizes 171 malfunction events in which the device had paint chips missing. 171 events had no patient involvement; no patient impact.